Event description:
It was reported that the left ventricular lead had a high, out-of-range pacing impedance value of 2005 ohms, resulting in a lead safety switch from a bipolar to unipolar configuration. The right ventricular lead impedance also increased from 800 to 1800 ohms, along with increased pacing thresholds. The patient came in for testing and everything came back normal. It was decided to continue to monitor the leads. No adverse patient effects were reported.